Event description:
It was reported that the device was being used during laparoscopic hysterectomy. They discovered the white "tip" had fallen off and they could not locate it. They request to know if it is radio-opaque and the material composition. This is all the information known at this time.

Manufacturer narrative:
(B)(4). Customer advised that the device was discarded.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.